Event description:
During surgery, the disk part of the seal fell into the patient abdomen. Disk was removed. New seal was used without further problems.

Event description:
During surgery, the disk part of the seal fell into the patient abdomen. Disk was removed. New seal was used without further problems.